Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 15 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.